Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was received at medtronic's quality laboratory on 6/2/10, and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for products released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a f/u report will be submitted.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 4 years, was explanted due to regurgitation.